Event description:
During a ptca procedure involving a calcified and 99% stenotic lesion in the middle portion of the lad coronary artery, the balloon ruptured at 10 atm's on the second inflation. A 7f terumo intorducer sheath, a balance guide wire, a brite tip jl4 st guide catheter and an ace inflation device were also used in this procedure. No patient injuries or complications were reported.